Event description:
Pt reported that on (B)(6) her pump was alarming. She changed tubing and had to switch to back up pump. Same issue occurred today. Pt believes that message said something about blockage but the issue was with the same pump. Pt will call back with serial number. Will send replacement. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes. We replaced the device. Reported to (B)(6) by pt/caregiver. Strength: 2.5mg/ml; dose or amount: 42nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.